Event description:
It was reported that on an unknown date patient underwent corrective surgery. On (B)(6) 2010: the patient underwent spinal fusion with rhbmp-2/acs. On (B)(6) 2011: the patient was presented with radiculopathy. On (B)(6) 2011: the patient presented with chronic pain and bone growth tumor. Osteophytic bone mass on inferior disk at l4 was removed. On (B)(6) 2011: the patient was hospitalized for 4days due to infection, PICC lines, ER vist- IV not working. On (B)(6) 2011: the patient presented with failed fusion.

Event description:
It was reported that on (B)(6) 2010 patient presented to the office with significant low back pain and bilateral lower extremity radicular pain. Patient has associated tingling, burning, numbness and pins and needles. Patient's MRI shows some mild spinal canal narrowing at l4-l5 with a disc bulge. He also has hypertrophied ligamentum flavum. He has anterolisthesis at l5-sl and he's got spinal stenosis mildly a t l4-l5. Patient underwent patient just underwent lumbar laminectomy on (B)(6) 2010 patient presents with complaints of acute pain in the lower back per medical record results from MRI indicate ¿postoperative changes as described with l4-l5 spondylolisthesis.¿ on (B)(6) 2011, patient presents for ¿revision of laminectomy l4, exploration of prior fusion mass l4-s1, segmental pedicle instrumentation l4, s1, posterolateral fusion l4-l5, l5-s1, rhizotomy l5-s1 medial branch nerve, autogenous bone graft, removal of pedicle hardware l4-l5, s!, and partial dissection l4-l5 using infuse bone graft (rhbmp-2/acs) medium kit.¿ on (B)(6) 2011, patient presents with complaints of right leg pain patient. Per medical record ¿inserted peripheral IV. Area prepped with chlorhexidine. Catheter dh4 flushed with normal saline via syringe to insure patency. A 20 gauge in right hand. X-ray of the spine indicates stable postoperative changes at l4-l5 and l5-s1 with continued grade 1 l4-ls spondylolisthesis.¿ on (B)(6) 2011, per medical record ¿had been admitted to the hospital for wound infection. Patient had a lumbar spine wound, which had positive drainage and erythema and showed infection. Portable chest x-ray showed the PICC to be well placed and the patient was discharged to home for long-term antibiotic care.¿ on (B)(6) 2011, patient presents for x-ray of chest 1 view portable. Per medical records, results indicate ¿PICC line in the mid superior vena cava otherwise unremarkable.¿ on (B)(6) 2011, patient presents for chest pa and lateral xray. Per medical records, ¿normal heart size and mild prominence of aortic knob. Lungs are well-expanded and clear. Mild chronic changes at the bases.¿ on (B)(6) 2011, per medical record, ¿patient was admitted on with complex spondylosis, status post multiple previous fusions. Patient has a grade I spondylolisthesis at l4-l5 and possible nonunion. The patient was discharged status post lumbar laminectomy l3, l4, l5, and sl. Patient had debridement of previous scar tissue, posterolateral fusion l3 through sl with rhizotomy and exploration of previous mass fusion of l4-l5. The patient had hardware removal and iliac grafting using infuse bone graft (rhbmp-2/acs) large ii kit.¿ on (B)(6) 2011, patient is admitted for lumbar spine exploration of wounds with débridement and pulsating lavage irrigation. Per medical record patient underwent ¿complex lateral recess decompression, l3, for decompression debridement of possible sepsis and loose bone fragment, complex lateral recess decompression of bone fragment, possible sepsis with removal of portion of the facet to bleeding bone of l3-l4, l4-l5, debridement of previous scar tissue and exploration of previous fusion mass, l3-l4, l4-l5.¿ on (B)(6) 2011 per medical record, ¿pt here to~ave his IV map changed as it is not patent and he is to bns take his vancomycin today. The pt does not want a PICC line inserted today in the ed and states he will be back tomorrow as scheduled. Severity of symptoms: at their worst the symptoms were very mild in the emergency department, the symptoms are unchanged.¿ on (B)(6) 2011, patient underwent revision surgery, per medical records ¿multilevel lumbar laminectomy /instrumentation and fusion l3-s1, -ex ploration of previous fusion mass at l4-l5 with removal of hardware.¿ on (B)(6) 2011, patient was admitted with complex spondylosis, status post previous fusion for grade I spondylolisthesis at l4-l5 and possible nonunion. Patient was discharged status post multilevel lumbar laminectomy with instrumentation and fusion l3 through sl. Patient had exploration of previous fusion mass at l4-l5 with removal of hardware. He had a wide laminectomy at sl with foraminotomy.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010: the patient underwent spinal fusion with rhbmp-2/acs. On (B)(6) 2011: the patient was presented with radiculopathy. On (B)(6) 2011: the patient presented with chronic pain and bone growth tumor. Osteophytic bone mass on inferior disk at l4 was removed. On (B)(6) 2011: the patient was hospitalized for 4days due to infection, PICC lines, ER visit - IV not working. On (B)(6) 2011: the patient presented with a failed fusion.